Manufacturer narrative:
Product ID 97714, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: implantable neurostimulator. Product ID neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for other chronic/interact pain (trunk/limbs) and spinal pain. It was reported that the stimulation components were removed on (B)(6) 2019. Per the caller, the patient's spouse reported that the patient had 1 quad lead in their cervical spine and 1 paddle lead in their thoracic spine. X-rays were done prior to the case and the technician told the manufacturer representative that had been a lead in their cervical area and also 3 floating contacts. It was speculated but the caller that the floating contacts had been left there or broken off from previous replacement procedures. The caller indicated that all components were removed may 22 except for the 3 floating contacts. X-rays were done after the case and everything had been removed with the 3 floating contacts still there. Prior the procedure the caller had attempted to interrogate the devices but both were dead. The caller had tried to "reboot" the rechargeable implantable neurostimulator (ins) but it had been overdischarged at least 3 times so they could not get it rebooted. Per the patient's spouse they had attempted reboots at home but they could not get it to hold a charge or start charging. The patient had a pain pump that was taking care of the patient's pain so the scs was not needed. The caller stated that they believed the stimulation worked well for the patient initially but their health had declined in the last 2 years to the point where they could not use or manage the scs systems which led to the patient "letting them go." It was noted that the wires came out in pieces and were not salvageable so everything was discarded before the calling manufacturer representative was able to obtain anything for return to analysis. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: implantable neurostimulator. Product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient¿s weight at the time of the event was unknown. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.